Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after an infusion set site change, with blood glucose rising to approximately 460 mg/dl and ketone testing at home showing trace to moderate, which resolved to target range within hours after replacing infusion supplies. Symptoms included elevated blood glucose and presence of ketones. Outcomes included no hospitalization, no third-party assistance, and resolution after supply change. Investigation included customer interview, troubleshooting, and education. Investigation of this case revealed a suspected infusion set or related supply issue such as a bad site, connector, or cartridge. It was concluded that the cause of hyperglycemia was unclear, and goodwill replacement infusion sets were provided for trial. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.